Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
A family member reported that the patient experienced elevated blood glucose (bg) of 500 mg/dl with positive ketones and nausea. The patient was reportedly treated by the school nurse. The family member stated that she thought that the site was blocked. The family member reported that the site was changed the previous evening; she stated that when the old site was removed, the site bled a bit. She reported that the cannula was not kinked. On the new site, the patient's bgs were 295mg/dl, 187mg/dl, 417mg/dl, and in the morning 358 mg/dl. The family member reported that the site was changed in the morning and the patient was treated with the pump; the patient was feeling better. The family member confirmed the history and settings were correct; all boluses were delivered and the total daily dose added up correctly. There were no associated alarms shown in the pump history. The family member stated there were a couple air bubbles in the cartridge but none in the tubing. The family member reported that she was unable to prime the air bubbles from cartridge. The family member reported that the cartridge was filled with cold insulin. Customer support advised the family member on using room temperature insulin to prevent air bubbles. The family member also reported that the patient had issues with leaks at the site but confirmed there were no leaks at the current site. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.